Event description:
Additional information was received indicating that high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). All available information indicates that the system remains in service. There is no additional information available. If additional information becomes available this report will be updated.